Manufacturer narrative:
Unit will be evaluated and modified to eliminate potential for irritation to end users legs. Sept. 9, 2006 - wheelchair frame was cut behind the front of the seat. A new bracket to support the caster wheels was fabricated and installed. This unique modification removed the frame protrusion that caused irritation to the user's legs.

Event description:
Unusual weight distribution of the bariatric end user resulted in an unsteady ride in the powered wheelchair. To attain more stability, the seat was rotated on its base so that the weight of the unit became balanced with the client's unique weight distribution. The resulting configuration provided the desired stability, but an area of the base frame was exposed to the rider. The initial feedback from the end user was the new configuration would be an acceptable modification. Later the user added foam rubber pieces to the portion of the frame where her legs rested. The resulting irritation was treated at a hospital and the patient was released. The power wheelchair will be returned to the manufacturing facility and results of the investigation will be supplied.